Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced the one-link device to clot off. The patient had a PICC line that was used to infuse tpn and unspecified antibiotics (drug names, doses, routes and frequencies not reported). A new PICC line was reinserted to resume the tpn and antibiotic infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.